Event description:
It was reported by neurologist that a vns patient experienced an increase in seizures due to unknown reason during the (B)(6) 2010 visit. Normal mode diagnostics performed on the patient indicated high lead impedance. The patient was reported to have continued to have seizures in (B)(6) 2011 and was explanted and re-implanted with a new vns therapy device. X-rays were taken of the patient on (B)(6) 2010. Review of the x-rays indicated that the generator was placed in a normal arrangement on the upper left chest. The filter feed-through wires appeared to be intact. The lead connector pin appeared to be fully inserted into the generator connector block. The electrodes appeared to be placed in normal arrangement. The lead wires at the connector pin appeared to be intact. Portions of the lead appeared to be behind the generator and could not be fully assessed. Neither lead breaks nor acute angles were observed in the assessed portions of the lead. (B)(4) attempts to obtain further information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received that the patient stopped perceiving the stimulation for ten days prior to their revision surgery. Attempts to obtain further information and the return of the explanted products have been unsuccessful to date.